Manufacturer narrative:
Visual inspection of the driver revealed physical damage to the front housing, rear housing, filter cover, fan cover, and shoulder strap loop. The driver's alarm history was reviewed and revealed a 4b alarm code. This is most likely the customer-reported alarm as this alarm can occur as a result of an impact shock suffered by the driver during operation. The impact shock would produce intermittent power communication errors that would result in the production of the fault alarm. This impact shock was further confirmed by the physical damage observed during the visual inspection. The driver in "as received" condition, passed all sections of functional testing with no alarms or abnormalities. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported fault alarm is most likely the result of power communication errors because of impact shock suffered by the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncarida has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer reported that the patient was switched to a backup driver.